Event description:
As it was reported by an affiliate, during labeling process at (B)(6), a thin foreign material was found inside of the sterile pouch of a smart control nitinol stent system. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. The product had been already under this condition at the time it was delivered. The product was handled and stored as usual procedure. It was not shipped out of (B)(6) warehouse and was not clinically used. The product was neither re-sterilized nor re-packaged and it will be returned for analysis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As it was reported by an affiliate, during labelling process at (B)(4), a thin foreign material was found inside of the sterile pouch of a smart control nitinol stent system. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. The product had been already under this condition at the time it was delivered. The product was handled and stored as usual procedure. It was not shipped out of j&j warehouse and was not clinically used. The product was neither re-sterilized nor re-packaged and it will be returned for analysis. One unit of smart control, iliac 6x80ml was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. Foreign material was found inside the pouch. No other damages were noted. The foreign material was measured it was found out of specification. A blue foreign material was observed inside the pouch. In order to determine the foreign material component, it was sent to the analytical laboratory to be analysed (ftir). Qualitative analysis (ftir) was performed on the foreign material received to elucidate its chemical composition. Results showed that the foreign material found in the sterile pouch appears to have an ester-based composition. However there is no additional evidence to pinpoint the exact polymer composing the foreign material. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. The root cause could not be conclusively determined it appears to be related to the manufacturing process of the product. A risk assessment has been initiated to evaluate this issue. One unit of smart control, iliac 6x80ml was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. Foreign material was found inside the pouch. No other damages were noted. The foreign material was measured it was found out of specification. A blue foreign material was observed inside the pouch. In order to determine the foreign material component, it was sent to the analytical laboratory to be analyzed (ftir). Qualitative analysis (ftir) was performed on the foreign material received to elucidate its chemical composition. Results showed that the foreign material found in the sterile pouch appears to have an ester-based composition. However there is no additional evidence to pinpoint the exact polymer composing the foreign material. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. The root cause could not be conclusively determined it appears to be related to the manufacturing process of the product. Dpra (B)(4) is open to address this kind of issues.